Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had never had good results from the stimulation therapy since they were implanted on (B)(6) 2016. They also had pain in their stomach, off and on, since the implant but it had gotten worse since (B)(6) 2017, in the four or five days prior to the report. They noted that they had a fall in (B)(6) 2017 and thought that something may have happened to their device as a result of that fall. It was noted that they had vomited twice in the past week prior to the report. They were going to follow-up with a healthcare professional (hcp) regarding the symptoms and programming. On (B)(6) 2017, it was reported that the patient asked if they could leave the device turned off because they seemed to be doing better since turning it off. They noted that their hcp would be calling them in the following week to schedule an appointment. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient. It was reported that the patient has been going all the time lately. For the last two weeks, the patient has been constantly going all day, all night, and never stops. Sometimes, the patient doesn¿t have trouble and then, all at once, symptoms happen again and the patient doesn't know why. The patient had the implantable neurostimulator (ins) reprogrammed in may of last year because the ins wasn't helping her symptoms. It was noted that since the reprogramming, the ins has been helping with the symptoms off and on. The patient stated after the ins was reprogrammed, 2 - 3 days went by and the patient didn't have a problem. The patient said the ins has helped sometimes since the ins was implanted. Furthermore, the patient has increased settings but increasing hasn't helped the symptoms. The patient was on 3.7 and increased to 4.8 on program 1. When the patient increased the stimulation, it began bothering the patient's leg at the top of her thigh and inside her the thigh. It was also noted that the stimulation would hurt so bad;. The patient would turn the stimulation down and the area quit hurting, then the patient would increase again and the stimulation would hurt again. The patient has tried to turn the stimulation up and down but the stimulation kept hurting the patient. It felt like a cramp in her thigh. During troubleshooting, the patient attempted to connect and was seeing poor communication due to the patient not using the programmer antenna, which was resolved when the patient plugged in the antenna and successfully connected. The patient further mentioned she has seen the poor communication several times off and on. Currently, the patient's programmer is working as intended. It was noted that the stimulation was on and the patient was on program 1 at 4.8. The patient couldn't increase anymore on program 1 or the stimulation would begin to bother her. The patient noted that she would like to switch program; she was assisted to switch to program 2 and increased stimulation to 3.1. The patient felt the stimulation and it was no longer bothering her as it did on program 1 at 4.8. There were no further complications or anticipations reported with this event.

Event description:
Additional information was received from a hcp and a con. It was reported that the patient called the hcp office on (B)(6) 2017, reporting that they fell a few days prior, on their side, and hurt themselves. They thought the fall may have affected the implant and was told to turn the device off. The hcp office tried calling the patient on (B)(6) 2017 but got no response. On (B)(6) 2017, it was reported that the patient saw their hcp the week prior to the report for a device check and reprogramming. They were directed to follow-up with the hcp if they still didn't notice improvement.